Manufacturer narrative:
Concomitant product UDI for pump is (B)(4), concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the cylinder was identified. The cause of the cylinder tear was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument and tool marks. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder had a leak as a result of the sharp instrument damage. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. No leaks were found in the second cylinder. The pump was microscopically inspected and tested for leaks. Microscope examination revealed that the pump had the kink resistant tubing (krt) worn to the filament; outer layer of pump bulb worn from wear against the pump strain relief krt junction. No leaks were found in the pump. The reservoir was microscopically inspected and tested for leaks. The reservoir had wear at a fold in reservoir shell. No leaks were found in the reservoir. Based on the information available and analysis results, the sharp instrument damage found on the device is considered a secondary failure; therefore, the allegations of hole/perforation and mechanical issue are unable to be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the cylinder was identified. The cause of the cylinder tear was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.